Manufacturer narrative:
The devices have been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery (B)(4) revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Three batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. No device testing was conducted for the faulty cell recalled batteries (B)(4). The battery charger passed external visual testing and functional testing. No malfunction was detected. Analysis of the battery (B)(4) revealed that the battery failed to meet specifications; the battery passed visual inspection but failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The most likely root cause is a faulty cell pair in the battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2014 and 3007042319-2015-01215, 01216 ) submitted for devices related to the same event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately 1 year and 4 months after heartware lvad implantation, the site reported an event involving a patient whose batteries were not holding charge. The batteries were replaced and the units in question were returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.